Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) follow-up. Interrogation revealed that the lp exhibited increased capture threshold and decreased impedance. X-ray confirmed lp microdislodgement. The lp was explanted and replaced. There were no patient consequences.